Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: during the case when air was infused into the balloon, it would not inflate. The balloon ended up bursting. The fallen pieces were retrieved. There was no report of additional bleeding nor tissue damaged. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient info available. No patient injury was reported.

Manufacturer narrative:
(B) (4).